Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a blue line across the liquid crystal display (lcd) screen. The downstream occlusion seal was peeled. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found separation with the downstream and upstream occlusion seals from the sensors. Visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to unknown. As a result, the downstream occlusion and upstream occlusion seals were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.